Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege severe pain and discomfort in the patients left hip and groin, a popping sensation in her left hip, and difficulty walking.